Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient's catheter had disconnected and during the procedure to correct the problem the healthcare provider discovered the patient had developed a staph infection. The decision was made to remove the pump and the catheter at that time. Outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.